Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Additional findings, non-related to the complaint, thermal damage was found on the opposite side of the yaw pulley. The instrument also had a frayed grip cable at the same location where the thermal damage was detected. Some wires were broken, but the cable itself was not completely severed. The thermal damage may have contributed to the cable fraying. The instrument was installed on an in-house system for functional testing. The instrument moved intuitively. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clamp of the fenestrated bipolar forceps instrument was not coagulating. Customer changed the receiver and the cable, but everything was still the same. The procedure was completed with no patient harm.